Manufacturer narrative:
The cartridge was not returned to animas. Although the cartridge was not returned there is no further investigation necessary with respect to the leak issue. Cartridges with lot# b201583 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The pt's mother contacted animas on (B)(6) 2011, alleging that her daughter was hospitalized for dka and believes a recalled cartridge lot may have been the reason. The reporter claimed that in late (B)(6) 2011, the pt was taken to the hospital as a result of vomiting and testing positive for ketones. The pt's mother claimed the pt has no issues with her blood glucose (bg) and she did not recall pt's bg when she was tested at the hospital. The pt's mother reported that the pt was diagnosed with dka and released the same day. It is not known what type of medical treatment the pt rec'd while at the hospital. The reporter also mentioned that they believed pt had a stomach illness. Two to three weeks prior to being hospitalized, the pt's mother claimed the pt had a similar situation with vomiting and testing positive for ketones; however, no issues with her bg and she was not taken to the hospital. At the time of troubleshooting, the reporter stated that when the pt was at the hospital her site/set/cartridge were changed. The pt's mother claimed she did not notice any leaking of insulin from the cartridge. The reporter mentioned the pt may have been using cartridge lot b201583 during the time she was hospitalized.